Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and constant pelvic pain/pain"), device dislocation ("migration of essure device location of device: protrusion from the right fundal region,"), fallopian tube perforation ("perforation (fallopian tube(s)),") and genital haemorrhage ("abnormal bleeding (general),") in a 48-year-old female patient who had essure (batch no. 919015 l / 12509147,) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no pathologic alteration. Pregnancy test: negative. Concurrent conditions included urticaria, angioedema, carpal tunnel syndrome (left and right hand carpal tunnel release), rosacea, abdominal pain lower, withdrawal bleeding irregular, abdominal cramp, shortness of breath, atherosclerosis, limb injury, uterine disorder, sleep apnea and endometrial atrophy. Concomitant products included rosuvastatin (crestor) from (B)(6) 2010 to (B)(6) 2012 for high cholesterol as well as atenolol from (B)(6) 2013 to (B)(6) 2015, azelaic acid (finacea), clindamycin hydrochloride (losertrin) from (B)(6) 2012 to (B)(6) 2012, diazepam since (B)(6) 2014, diltiazem from (B)(6) 2015 to (B)(6) 2015, doxycycline from (B)(6) 2012 to (B)(6) 2013, glyceryl trinitrate (nitrostat) since (B)(6) 2012, isosorbide mononitrate, lorazepam from (B)(6) 2014 to (B)(6) 2014, metoprolol in 2009, nicotinic acid (niacin) from (B)(6) 2013 to (B)(6) 2014, omeprazole (omeprazole) from (B)(6) 2012 to (B)(6) 2015, polysaccharide-iron complex (ferrex) in 2009, prasugrel from (B)(6) 2012 to (B)(6) 2013, renax from (B)(6) 2013 to (B)(6) 2014 and tramadol since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In february 2012, the patient experienced cystoscopy ("surgery (other) type of surgery: of adhesions,cystoscopy") and dysgeusia ("metal taste in mouth"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menometrorrhagia ("irregular, sometimes heavy, menstrual cycles"), tooth loss ("tooth loss"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). The patient was treated with lisinopril, spironolactone, carvedilol, amlodipine and surgery (supracervical hysterectomy (uterus only)bilateral salpingectomy unilateral oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menometrorrhagia and tooth loss was resolving, the device dislocation, fallopian tube perforation and cystoscopy outcome was unknown, the genital haemorrhage, dysmenorrhoea, dyspareunia and dysgeusia had resolved and the fatigue had not resolved. The reporter considered cystoscopy, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menometrorrhagia, pelvic pain and tooth loss to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Patient with disabling pain secondary to essure coils. Pain started within days of coil placement. Patient desires removal most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and mr medical records, new reporter, patient demographic, relevant and concurrent condition were updated, ,essure lot number 919015 l / 12509147,concomitant product with dates ,new events abnormal bleeding (general), migration of essure device location of device: protrusion from the right fundal region, dysmenorrhea (cramping), surgery (other) type of surgery: of adhesions, cystoscopy, dyspareunia (painful sexual intercourse), pain, perforation (fallopian tube(s)), fatigue, other injury(ies) or complication (s) please describe: metal taste in mouth were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)),"), device dislocation ("migration of essure device location of device: protrusion from the right fundal region,"), pelvic pain ("severe and constant pelvic pain/pain"), pelvic adhesions ("surgery (other) type of surgery: lysis of adhesions") and genital haemorrhage ("abnormal bleeding (general),") in a 48-year-old female patient who had essure (batch no. 919015 / 12509147) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no pathologic alteration. Pregnancy test: negative. Concurrent conditions included urticaria, angioedema, carpal tunnel syndrome (left and right hand carpal tunnel release), rosacea, abdominal pain lower, withdrawal bleeding irregular, abdominal cramp, shortness of breath, atherosclerosis, limb injury, congenital uterine anomaly, sleep apnea and endometrial atrophy. Concomitant products included rosuvastatin (crestor) from (B)(6) 2010 to (B)(6) 2012 for high cholesterol as well as atenolol from (B)(6) 2013 to (B)(6) 2015, azelaic acid (finacea), clindamycin hydrochloride (losertrin) from (B)(6) 2012 to (B)(6) 2012, diazepam since (B)(6) 2014, diltiazem hydrochloride (diltiazem ER) from (B)(6) 2015 to (B)(6) 2015, doxycycline hyclate from (B)(6) 2012 to (B)(6) 2013, glyceryl trinitrate (nitrostat) since (B)(6) 2012, isosorbide mononitrate, lorazepam from (B)(6) 2014 to (B)(6) 2014, metoprolol succinate in 2009, nicotinic acid (niacin) from (B)(6) -2013 to (B)(6) 2014, omeprazole (omeprazol) from (B)(6) 2012 to (B)(6) 2015, polysaccharide-iron complex (ferrex) in 2009, prasugrel from (B)(6) 2012 to (B)(6) 2013, renax from (B)(6) 2013 to (B)(6) 2014 and tramadol since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic adhesions (seriousness criteria medically significant and intervention required), dysgeusia ("metal taste in mouth") and cystoscopy ("surgery (other) type of surgery: cystoscopy"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menometrorrhagia ("irregular, sometimes heavy, menstrual cycles"), tooth loss ("tooth loss"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). The patient was treated with lisinopril, spironolactone, carvedilol, amlodipine, surgery (supracervical hysterectomy (uterus only)bilateral salpingectomy unilateral oophorectomy), surgery (supracervical hysterectomy (uterus only)bilateral salpingectomy unilateral oophorectomy) and surgery (supracervical hysterectomy (uterus only)bilateral salpingectomy unilateral oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device dislocation, pelvic adhesions and cystoscopy outcome was unknown, the pelvic pain, menometrorrhagia and tooth loss was resolving, the genital haemorrhage, dysmenorrhoea, dyspareunia and dysgeusia had resolved and the fatigue had not resolved. The reporter considered cystoscopy, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menometrorrhagia, pelvic adhesions, pelvic pain and tooth loss to be related to essure. The reporter commented: patient with disabling pain secondary to essure coils. Pain started within days of coil placement. Since having the surgery, plaintiff's symptoms are mostly resolved. Lot number: 12509147 manufacture date: 2012-01 expiration date: 2014-09 lot number: 919015 manufacture date: 2011-10 expiration date: 2014-10 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality safety evaluation of ptc. On 17-jul-2018: after routine quality monitoring, the event "surgery (other) type of surgery: lysis of adhesions" was recoded to "pelvic adhesions", treated with surgery. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and constant pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular, sometimes heavy, menstrual cycles") and tooth loss ("tooth loss"). The patient was treated with surgery (underwent a laparoscopic supracervical hysterectomy, bilateral salpingectomy, and right oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menometrorrhagia and tooth loss was resolving. The reporter considered menometrorrhagia, pelvic pain and tooth loss to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.